Event description:
It was reported boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician applied the cautery, within a few seconds the cutting wire was detached from the plastic catheter. Reportedly, no part of the device was detached inside the patient and the cutting wire was fully intact. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. Additionally, the working length was bent in middle section. The device was observed under magnification and the cut of the cutting wire was not smooth, indicating it was not a mechanical cut. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the cutting wire was detached, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the failure found could have been generated if there was contact between the cutting wire and the endoscope when electrical current was applied or if there was not direct and constant contact with the tissue when electrical current was applied. Additionally, the working length was observed bent in middle section, which could have been generated during manipulation of the device or due to interaction with the endoscope or with other devices during insertion. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician applied the cautery, within a few seconds the cutting wire was detached from the plastic catheter. Reportedly, no part of the device was detached inside the patient and the cutting wire was fully intact. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.